Event description:
A pump malfunction was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with information to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to reach out again if the malfunction recurred, and they acknowledged and understood the instructions.